Event description:
Pt receiving penicillin g. Pump programmed in standard infusion mode, to be run over 30 minutes, and then set for 5 minute delay. Verified that alaris pump recognized correct syringe type (1ml syringe). Second rn cancelled delay after connecting tubing to patient's IV, also noting it was programmed to run over 30 minutes at a rate of 1.02ml/hr. Rn stayed in the room to complete admission, and pump alarmed stating infusion was complete roughly 10 minutes after infusion started. Around half of medication remained in IV tubing, so flush was programmed to also run over 30 minutes for infusion to complete in more appropriate time frame. Md first contact notified of this issue. Rl (B)(4). Ref report: mw5172194. Pt code: 4582. Device code: 1249, 2339.